Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that "sound alarm all the time". This condition was found in the ICU. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. Baxter quality engineering determined this condition to be failure code 49. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that "sound alarm all the time" was confirmed during product evaluation as failure code 49. This condition was caused by leaking main batteries. The main batteries were replaced to correct the reported condition. Additional information: baxter discontinued service and ceased all design related support on flo-gard 2m8063 (6201) and 2m8064 (6301) in the u.s. Region as of december 31st, 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.